Event description:
Leakage of csf. The leakage was reported to come from the point where the patient line is connected with the sampling port.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected. Some biological debris was noted in the tubing. The eds iii was leak tested, no leakage was noted, and it is possible that when connecting to the sampling port connector the connection was not correctly positioned causing a leak, but this could not be determined. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible ass the lot number was unknown. The root cause of the problem reported by the customer could not be determined as no leakage was found. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.